Event description:
It was reported that the customer's insulin pump screen went blank. The customer's mother removed the battery and realized it had been inserted the wrong way. When it was placed back in the correct way, the insulin pump began to count up and the screen went black. Upon inserting a new battery, the display returned and the insulin pump alarmed battery out limit. It was advised to monitor the insulin pump. The patient's blood glucose was 201 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.